Event description:
It was reported by the physician that the vns patient was complaining of 'heart racing' and 'chest pain' over the past two weeks. The physician ordered a holter monitor to confirm if an arrhythmia was present. The relationship of the events to vns is unknown. Last known diagnostics were taken on (B)(6) 2010 and were normal. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that a faxed response was received from the physician. None of the questions were addressed but clinic notes were attached. In the clinic notes it reported that the patient had central apnea and obstructive sleep apnea. Additional follow-up indicated that it was unknown if the apneas were related to vns. The patient has vns placed prior to the sleep study that resulted in the formal diagnosis of the apnea but the patient has had a history of snoring and sleep disturbances prior to vns and is suspected that the patient has apnea prior to vns. The patient had large tonsils that contributed to obstructive component of the apnea and once those were removed her "scores" got better.